Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use the pump if you have a condition which, in the opinion of your healthcare provider, would put you at risk. Examples of individuals who should not use the pump include those with uncontrolled thyroid disease, renal failure (e.g. Dialysis or egfr (at less than) 30), hemophilia, or another major bleeding disorder, or unstable cardiovascular disease. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. A manual insulin injection and fluids were used to address elevated bg. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. Customer reported use of dialysis treatment.